Manufacturer narrative:
Unit received with corroded lcd board. No moisture damage noted at motor assemblies per visual inspection. Unit received with cracked case at display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer's insulin pump was exposed to fluid, and the display is foggy. Customer's blood glucose level at the time 190 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.